Manufacturer narrative:
(B)(4) date sent: 5/1/2025 d4: batch # unk. Additional information was requested and the following was obtained: " is the current patient status known? Yes, the patient is doing well post-procedure. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). None noted." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during trans oral endoscopic hemithyroidectomy vestibular approach, tip of the bladeless trocar device was found to be cracked/fractured.

Manufacturer narrative:
(B)(4). Date sent 6/12/2025 d4 batch # c9dx2f corrected data d4: UDI #. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b11lt device was received with the tip of the sleeve damaged melted. In addition, the packaging opened was returned along with the instrument. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. A manufacturing record evaluation was performed for the finished device batch c9dx2f number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 6/4/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.